Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message was not confirmed during functional testing but confirmed during the archive data review. The reported mid:09 error was not replicated, and the thermogard ivtm system functioned as intended during testing at zoll visual inspection of the thermogard console was performed, observed top lid broken, likely attributed to mishandling, unrelated to the reported complaint. The top lid was replaced to address the physical damaged. The console's event log data review revealed several mid:09 (air trap assembly), thus confirming the reported complaint. The probable cause could not be determined as the reported mid:09 error was not replicated during functional test. During preliminary functional test, the thermogard xp ivtm system passed without any fault or error. Following service, the thermogard xp ivtm system passed all testing criteria.